Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced on (B)(6) 2021, which resolved the issue.

Event description:
It was reported that the patients ipg was inoperable. Troubleshooting was done and the ipg would not pair with the clinician programmer. In turn, surgical intervention may happen at a later date to address the issue.